Event description:
Per audiologist, the patient underwent surgery in late 2008 (date not reported) to drain the site of a skin flap infection. Testing showed the infection to be a staph infection. Reportedly the site seems to be completely healed. The patient later developed pneumonia due to other medical issues requiring a stay in the hospital's ICU on ventilation. The patient is doing better but has not been discharged. The patient will begin to wear the sound processor after medical clearance from a surgeon is received.